Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient¿s ipg had eroded through the skin. The patient underwent ipg relocation procedure and was reportedly doing well postoperatively.